Event description:
During the procedure, when advancing the catheter, it went into a side branch of the femoral vein. When attempting to retract the catheter, all torque ability was lost and flouroscopy revealed the catheter was kinked and the outer casing was cracked. Multiple attempts were unsuccessful to remove the device and vascular surgery came in with a snare to remove the catheter. The patient was and is in stable condition the entire time. The case was cancelled due to this complication.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One decapolar, inquiry steerable diagnostic catheter was received for evaluation. The catheter shaft was damaged and cut into three portions during its surgical removal. The removal difficulty could not be tested due to the aforementioned damage. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the entrapment and removal difficulty could not be conclusively determined.